Manufacturer narrative:
Concomitant medical products: d314trg crtd, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead the patient reported symptoms of diaphragmatic stimulation. It was noted the lv lead was not capturing appropriately because the algorithm that monitors pacing amplitude threshold and adjusts lv outputs was set to "monitor". The lv output settings were re-programmed and the lead remains in use. The patient was instructed to return for further follow up at a later time. No further patient complications have been reported as a result of this event.